Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19nov2019.

Event description:
It was reported that the ventilator touchscreen had a fault. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.

Manufacturer narrative:
Date received by manufacturer: 12dec2019. Report date: 18dec2019. The service engineer (se) inspected the device and replaced the touchscreen. The unit passed all testing. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.